Manufacturer narrative:
Pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller and cracked and bleeding on lcd glass.

Event description:
The customer reported via phone call that the insulin pump was smashed screen and was smashed not working as well as cracked on lcd screen. Customer's blood glucose value 258 mg/dl. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.